Event description:
Two closed system suction catheters (endotracheal and tracheostomy) are packaged with the same look-alike packaging which may lead to using the wrong one on a patient. Recommend manufacturer change color coding to differentiate the two catheters.